Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information h2: type of follow up - additional information h6: additional information

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "wire/needle/cannula damage or missing" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.